Manufacturer narrative:
The alleged event is not confirmed. The reported symptom code (fluid leak) was not confirmed. The reported symptom code (m31 air detected in cassette warning) was not confirmed. An exterior visual inspection of the returned cycler showed no signs of abnormal wear or damage. Valve actuation test pass. Pressure test pass. Mushroom head check pass. Glucose test failed. An accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems, pass. Internal inspection found fluid behind the mushroom heads. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. DHR findings: the device history record showed a mushroom head check was performed on (B)(6) 2018.

Event description:
Peritoneal dialysis patient reported that during drain 4 out of 4, having drained 1200ml out of an expected 2000ml, an air detected in cassette warning occurred. Patient removed the cassette from the liberty select cycler and observed a fluid leak. Patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the fluid leak. There was no medical intervention. The liberty select was replaced.